Event description:
Procedure: gastrectomy. According to the reporter: [(B)(6) reference the same procedure.] Customer states: during procedure, at the time of initial fire, the physician confirmed the jaw was not closed firmly and there was a gap between cartridge side and anvil side. The physician managed to keep using the device until the end of procedure. The procedure completed without further issue. No patient harm. Procedure: laparoscopic gastric bypass. Operating time not extended. Additional tissue resection: no. Tissue damage: no. Nothing fell into the cavity. No bleeding. No reinforcement material used. The last known patient status was reported as fine.

Manufacturer narrative:
(B)(4).